Manufacturer narrative:
The customer reported problem was confirmed. However, additional repairs were declined by the customer. The device was retested and returned to the customer. Complaints escalation, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Lvp bezel post recall group 1 -dom 2019- 10/28/2019 08:18:58 michelle tanglao (mtanglao) recall contact: sarah heller/biomed/615-812-6332 email: sarah.heller@ge.com 11/07/2019 11:21:01 dung v nguyen (dnguyen) est rcl to mnr 11/08/2019 08:45:07 crisleivy pena (crpena) additional repairs needed per dung v nguyen, service tech. Repair decline by sarah heller, biomed, at sarah.heller@ge.com. Unit to be return unrepaired for all additional repairs. Please reference RMA 301526838 for a copy of the estimate / customer response. Please perform the recall update only per the customer's request. 11/13/2019 10:53:21 dung v nguyen (dnguyen) lvp bezel post recall completed. Return unrepair rear case housing assy crack upper well and iui connector assy was corrosion. 11/13/2019 14:30:50 annette a mendez (amendez) 1001901721970003720300119242621615 12/07/2019 07:57:48 joseph kuhls (jkuhls) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.